Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided material number 306574 and lot number 0301078. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported syringe 5ml saline fill ce was broken. The following information was provided by the initial reporter, translated from chinese: "product broken."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter phone: (B)(4).

Event description:
It was reported syringe 5ml saline fill ce was broken. The following information was provided by the initial reporter, translated from chinese: "product broken".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-02. H6: investigation summary: it was reported the product was broken. To aid in the investigation, one sample was received for evaluation by our quality team. A visual inspection was performed and the top part of the plunger rod is broken and missing. No other defects or imperfections were observed. This defect could occur if there was a jam during the packaging flow wrap process inducing the damaged reported by the customer. A device history record review was completed for provided material number 306574, lot number 0301078. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the flow wrapping process was performed. The settings were correct and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text: see h10.

Event description:
It was reported syringe 5ml saline fill ce was broken. The following information was provided by the initial reporter, translated from chinese: "product broken".